Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 550-39, lot# n338709, implanted: (B)(6) 2012, product type: accessory. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported by the patient that they had no stimulation sensation. They were not able to adjust stimulation and it had not been working for a week or so. The patient checked it and it showed the call your doctor icon/picture. In addition, they first saw end of service (eos). The patient thought it stopped working about a month ago because of how much pain they were in (so much pain he thought he couldn't live). The patient was able to adjust stimulation but in the past week they felt nothing. Additional information received from the manufacturer representative (rep) reported that when the patient was using the therapy they did very well. The patient was able to walk on their own but then other health concerns came up; they had parkinson's disease and had been dealing with that. They had not used their therapy for the last year and a power on reset (por) was reported. The por was cleared after taking steps to do so with the clinician programmer. The rep reports they could get into the system and attempt to read impedances and then got taken out of the session to the main screen. The patient was in-house for a revision; a new implantable neurostimulator (ins). Relevant medical history includes non-malignant pain. If additional information is received, a follow-up report will be sent.